Event description:
The customer contact reported the pt received less medication than intended. At approximately 0000, line b of the device was programmed to deliver zosyn 100ml, at a rate of 25 ml/hr, for a duration of 4 hrs, and the delivery was started. The nurse reported that the delivery was complete in approximately 5 1/2 hrs instead of the expected 4 hr duration. After an unspecified length of time, it was reported that the same device was programmed to deliver the next container of zosyn, and the delivery was started. The nurse reported that the delivery took longer to complete than the expected. No specific info was provided regarding the expected and actual duration of the second zosyn delivery. At that time, the device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.